Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a message indicating "system volume low" during pre-use check. During the inspection by our field service engineers it was found that the nozzle was defective and the reported problem has been resolved by replacing it. The replaced part was not returned for investigation. No device logs were provided. The nozzle unit is a part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated a message indicating "system volume low" during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).